Manufacturer narrative:
Philips has investigated this complaint and determined the system was able to boot up, but the flexvision monitor was not displaying any image. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. After restarting the system, the reported issue was resolved. The system was returned to good working condition and was ready for clinical use. Technical investigation of the system logfiles was unable to determine the cause for the reported issue. There has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system was able to boot up, and the issue was regarding the flexvision monitor remaining blank. It was also identified that the issue occurred outside of clinical use. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. The investigation has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.